Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: occlusion/angina requiring medical intervention. Device issue: no device issue has been reported. It was reported that the pt was stented in 2008, with two xience stents (specific types and sizes unk) in the proximal and mid sections of the left anterior descending (lad). The pt came back in 2009, with chest pain. The physician performed an angiogram and saw that the proximal part of the lad was occluded; unsure what caused the occlusion. The lad was rewired and a stent (unk) was placed proximal to the first proximal stent (implanted in 2008) and regained perfusion of the artery. The pt left the cath lab doing fine. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - angina and occlusion, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. These pt effects are also addressed in the risk assessment as known potential post-procedure complications and are not necessarily an indication of a product quality deficiency. In this case, it is likely that the angina was a secondary effect of the occlusion, which was successfully treated with placement of an additional xience v stent. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.